Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the customer allegation of not working could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was corrosion on the coupler and leakage at the cable and focus switch. The investigation was unable to determine what cause the failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working properly and had occurrence of rusting. The issue was found during service / maintenance. There was no patient involvement.